Event description:
The following description of the event was copied from the user facility medwatch report received by carefusion on 06/10/2011. "Title: xxxxx. Event desc: respiratory therapist could not adjust the oscillatory ventilator's mean pressure limit due to the control knob going past the mechanical stop. Therapist could not calibrate the pt circuit due to the control knob failure. Ventilator was exchanged and the new one was calibrated and therapy continued. This is a voluntary report as this is the second occurrence of this type." "What was the original intended procedure: high frequency neonatal ventilation." "Device usage problem: device malfunction - that is, the device did not do what it was supposed to do". "Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)."

Manufacturer narrative:
Note: this event occurred on (B)(6) 2009, and the user facility submitted a voluntary medwatch report at that time to the FDA. However, the user facility did not send carefusion a copy of the voluntary medwatch report at that time. Carefusion received a copy of the voluntary medwatch report from the FDA on 06/10/2011. (B)(4). The following info concerning the eval of the device by the user facility is a summary of the info documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative. The carefusion tech support specialist in conjunction with the user facility representative determined that the root cause of the pt circuit calibration failure was that the limit knob assembly (consisting of the knob pn: 480001. Pointer pn: 480005, knob cap pn: 48003 and needle valve pn: 767987) was damaged. The user facility was shipped a replacement limit knob assembly to repair the device and return it to service. This type of damage generally occurs when the limit knob is turned past its end stop. Carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue.